Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The de novo lesion was located in a non-tortuous and mildly calcified obtuse marginal artery. The lesion was predilated with a 2.5x12mm apex balloon. A 2.25x20mm taxus liberte' atom drug eluting stent was advanced to the lesion and deployed at 14 atms. The balloon deflated fully, but the physician reported difficulty removing the balloon from the stent. The balloon was removed intact. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).